Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device underwent functional testing and baseline checks were completed. All testing on the device passed and no problem was detected. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented symptoms of dizziness and had to lay on the floor. The patient's advocate measured the heart rate and reported 180 beats per minute (bpm). Emergency medical services (ems) arrived at the patient's house and found normal vital signs, so hospitalization was not required. The patient stayed at home and stable. The health care professional (hcp) stated the patient has post-traumatic stress disorder (ptsd) from multiple shocks received a few months prior due to a ventricular tachycardia (vt) storm. The presenting rhythm showed atrial flutter with frequent premature ventricular contractions (pvc's). No adverse patient effects were reported. The device remains in service. Additional information was received indicating the device was explanted due to heart transplant. There is no evidence that suggests this intervention is related to this event. Further information was requested but it could not be obtained.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented symptoms of dizziness and had to lay on the floor. The patient's advocate measured the heart rate and reported 180 beats per minute (bpm). Emergency medical services (ems) arrived at the patient's house and found normal vital signs, so hospitalization was not required. The patient stayed at home and stable. The health care professional (hcp) stated the patient has post-traumatic stress disorder (ptsd) from multiple shocks received a few months prior due to a ventricular tachycardia (vt) storm. The presenting rhythm showed atrial flutter with frequent premature ventricular contractions (pvc's). No adverse patient effects were reported. The device remains in service. Additional information was received indicating the device was explanted due to heart transplant. There is no evidence that suggests this intervention is related to this event. Further information was requested but it could not be obtained.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device underwent functional testing and baseline checks were completed. All testing on the device passed and no problem was detected. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.